Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectosigmoidectomy, upon inserting the clip applier, the entry hole of the reported trocars broke. The operator replaced the devices to resolve the issue. No patient injury.